Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation. It has been identified that the customer did not follow the proper handwashing procedure as outlined in the instructions for use (IFU). Laboratory inspection showed the device powers on but did not run a maintenance cycle. The duration of any functional deviation could not be determined.

Event description:
Customer reports persistent deep cough and nasal congestion. Telemedicine visit on (B)(6) 2025: customer received prescription-strength cough syrup and an antibiotic. Follow-up evaluation on (B)(6) 2025: customer prescribed a second course of antibiotics and trelegy.